Event description:
The customer states that patient anion gap results are generating negative values with samples tested on one of the architect c8000 analyzers in their lab. The customer suspects the sodium channel on the ict module: a sodium result of 99 mmol/l generated a result of 141 mmol/l on the same sample on the other c8000 analyzer in the lab. There is no further patient information available. There is no impact to patient management reported.

Manufacturer narrative:
The customer technical advocate advised the customer to check and calibrate the r1 (reagent) and sample probes, and replace the ict probe if bent. The customer had checked the ict tubings and syringes, and no leaks or drips were noted from the probes. The customer later reported that they had replaced and calibrated the reagent probes and flushed the lines. The customer noticed some overfilling of cuvettes and found some particulate matter at the bottom of one of the nozzles. The customer cleaned the nozzle then performed the appropriate calibrations. A precision run for electrolytes and creatinine produced acceptable results. A field technical executive checked the instrument and replaced the poppet valve and bellows. Subsequent instrument operations and test results were acceptable. The architect system operations manual (90977-105-june, 2005), provides troubleshooting assistance for the observed results problems of elevated, depressed, and erratic assay results with probable causes and corrective actions in section 10, troubleshooting and diagnostics. Section 7, operational precautions and limitations, lists the requirements for preparing and storing specimens. The operator is also directed to the assay specific documentation, such as a package insert or assay application sheet. The investigation demonstrated that the architect c8000 analyzer is performing within its intended use, label claims and specifications. No deficiency related to the performance of the device was identified. This is a final report.